Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the flashing is caused by a failure of the turret motor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source may flash. The issue occurred during inspection for use. The intended procedure was completed with no delay, using the reported device. There were no reports of patient harm.